Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling, and defib/sp02/etc02 functional stress testing without duplicating any malfunction to the device. The customer received a replacement device to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed self-test for defib function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.